Manufacturer narrative:
The reported condition of when the tubing was spiked there was a leak at the bottom of the drip chamber was confirmed. One used sample was received for evaluation. Leak was confirmed in the sample because the tubing was separated from the chamber. The sample shows an irregular cut at the end of tubing. No solvent application was detected. The root cause of the failure is related with a human error, no solvent application. This report will be deployed to all personnel related with the manual assembly in the automation area. (B)(4).

Event description:
Customer reported to baxter via e-mail on (B)(6) 2010 an incident of defective tubing, when the tubing was spiked, there was a leak at the bottom of the drip chamber. This incident occurred with the continu-flo solution set, product code 2c8537, with lot number r10a05070. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was provided.